Event description:
According to the reporter, pre-operatively, after attaching the shell and adapter to the power handle, the display was found blacked out when the reload was tried to attach. The adapter was removed and attached again, but there was no sound of operation, so the display remained blacked out. The device flashed red when inserted into the charger as well. Another charger was used but the same flashed red occurred. A new power shell and handle was used to resolve the issue. It was also noted that the chargers worked fine with other handles. There was no patient involved. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was received with a fully depleted battery and the handle was inserted into a charger. Eventually, the charging light emitting diode (led) changed to flashing red and the handle was removed from the charger but it did not initialize. The handle bq data showed the charge fet (cfet) failure had been triggered. It was reported that the display screen turned off unexpectedly and the power pack was not adequately charged. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.